Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional testing included accuracy testing. The pump was run with the customer's returned programming. Testing was unable to duplicate the pump freezing during infusion. The pump also passed delivery accuracy testing. The pump's software application was reinstalled as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump was freezing during infusion. No adverse patient effects were reported.